Event description:
It was reported that following several therapies for one-to-one superventricular tachycardia (svt) with no evidence of undersensing, the atrial lead warning occurred for low atrial impedance and p-wave undersensing was noted. Therefore the sensitivity was adjusted and the atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.